Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter confirmed that no patient injury was noted . The actual device has not been received yet and the investigation is on going at this time. A follow up report will be submitted when results of the investigation become available.

Event description:
As reported by the user facility: patient had a history of low blood pressure and was on dopamine. New fluids were hung around 1800 on (B)(6) 2016. At 2330, it was noticed a small air bubble was noted in the uvc line. The lipid had a new filter attached and seemed to pull air back up into the tubing. Lipids were switched to another port, the posiflow was changed and placement was checked on the uvc by pulling back blood. Blood pressure had slight improvement with the change, but unsure if the new filter was the cause of effect."

Manufacturer narrative:
(B)(4). The sample and all available information were forwarded to the supplier for further evaluation. Their report states that the returned filter was visually inspected and there were no cracks noted on the housing. The filter media also appeared to be wet out. The filter was flushed and primed with water and the filtrate was monitored for air downstream. No air bubbles were noted during the test. In addition, the filter was tested for both flow rate and bubble point and both resulting values were within the products specifications. As the lot number was unknown, a review of the manufacturing history could not be performed. A review our complaint records for the last two (2) years has confirmed that there are no other complaints of air downstream for this part. The reported event could not be confirmed and specific no root cause could be determined.. If additional pertinent information becomes available, a follow up report will be submitted.